Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing was kinked event on (B)(6) 2025. The blood glucose level was 396 mg/dl. The infusion set was in use for one day. No further information available.